Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was an area of in-stent restenosis located in the moderately calcified mid circumflex artery. A 2.50mm x 12mm nc emerge balloon catheter was selected for use. However, during insertion, the physician felt resistance and upon applying forward pressure, it resulted to a fracture in the mid shaft of the balloon. There was a portion hanging out but it was grabbed and removed from the patient successfully. The procedure was completed with another balloon catheter. No patient complications were reported and the patient was stable.